Manufacturer narrative:
Device is a combination product.  (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.50x16mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, while attempting to cross the lesion, the stent slipped over the proximal shaft of the balloon and stayed on the catheter. The device was completely removed by pulling the catheter with the stent out of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged with stent struts distorted and misaligned. Stent had moved on the balloon and it was no longer crimped on balloon; the distal end of the stent was loosely positioned at the proximal end of the proximal markerband. The bumper tip of the device showed no signs damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No visible crimp markings, balloon folds were relaxed and evenly folded but there was evidence that the folds were slightly disturbed. There was evidence of contrast medium inside the balloon body. A visual and tactile examination found a several kinks across the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.50x16mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, while attempting to cross the lesion, the stent slipped over the proximal shaft of the balloon and stayed on the catheter. The device was completely removed by pulling the catheter with the stent out of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.